Event description:
It was reported that the customer experienced an occlusion issue accompanied by multiple alarms. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from clinical support to disconnect tubing and deliver boluses, and eventually succeeded in completing a bolus after a cartridge change. The customer agreed to implement the plan to reduce future occlusions, which included changing the site more frequently, cycling the cartridge according to instructions, and trying sample infusion sets. Clinical support provided additional recommendations and noted the customer's willingness to continue troubleshooting steps, indicating no active occlusion alarms at the time of resolution.